Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to the patient). Product problem(s): "handpiece phaco did not work when in eye." (Device inoperable). A customer reported there was no phacoemulsification during surgery. The handpiece was tuned, but when the handpiece was inserted into the patient's eye, there was no phacoemulsification. The handpiece was taken out of the patient's eye and tested in a cup of water and it worked well. Since it worked in the cup of water, the handpiece was again inserted into the eye but again, no phacoemulsification. The handpiece was then replaced with another one and the surgery was completed without any complications. There was a 5 minute delay while the other handpiece was tuned. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).